Manufacturer narrative:
Device is an instrument and not implanted/ explanted. A review of the device history records was performed and no complaint related issues were found. Manufacturing evaluation: subject device has been received and was evaluated. The problem as described in the event description could not be duplicated. All gauges verified the correct bore and locking positions. This complaint is deemed invalid from a manufacturing standpoint. Based on the inspection and the evaluation performed, this complaint is deemed invalid from a manufacturing position. Placeholder.

Event description:
Tfn procedure. Consultant reports that during insertion of the helical blade into the nail, the hb would not advance. The hb was hitting the nail and became stuck. The surgeon used the stepped drill bit to insert the hb and could not advance the hb into the nail. The surgeon then switched to a lag screw and was able to advance it through the nail. Procedure was completed with no further problems. No harm to the patient. There was a tight connection and the locking mechanism on the nail was not deployed. The surgeon wants the instruments to be evaluated. Patient was of average stature. Update 5/17/12: consultant clarifies that the connection between the insertion handle and nail was confirmed to be tight and that the locking mechanism in the nail was not in the locked position when trying to insert the helical blade. The connection was checked and was not the issue. The locking mechanism was checked and it was not down or engaged during the procedure. The surgeon switched to a lag screw and it went through the nail without issue. This report is 1 of 3 for devices complaint (B)(4). 4/9/2014: according to the signed fs 760 the surgery was delayed by 5 minutes. (B)(4).